Event description:
The customer reported primary alarm failed. This is being reported due to malfunction of the primary alarm. This can results in a medical intervention. No patient harm reported. Patient information requested.